Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair procedure, after insertion the double loaded bio-composite swivel ar-2324bct-2, the double sliding sutures were severed and came out. The surgeon did not remove the ar-2324bct-2, both the eyelet and anchor remains in the patient.